Event description:
The customer reported an alarm during the manual prime. The customer also reported a low blood glucose of 35 mg/dl, which was treated with food. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test, and alarmed during the basic occlusion test due to a protruded/loose drive support disk. No motor error alarm noted. The insulin pump had a missing end cap sticker and cracked reservoir tube.